Manufacturer narrative:
Further troubleshooting was planned. This report will be updated when additional information is received. The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon interrogation of this pacemaker, the signal artifact monitor (sam) was automatically enabled. Then a sam episode was stored and the minute ventilation sensor vector was switched. Technical services reviewed the available device data. The right atrial (ra) lead exhibited noise in some atrial tachycardia response (atr) episodes. Also, the pacing impedance on the ra lead was high, out-of-range at greater than 3,000 ohms. It was also noted that atrial lead diagnostics were missing between the end of november and the end of december. Technical services discussed that impedance and threshold measurements were not able to be taken due to noise being present at the time of the daily measurements. It was recommended to thoroughly evaluate the ra lead by trying to recreate the noise and out-of-range impedance measurements with patient movements and pocket manipulation. It was observed that in the current device data, the mv sensor was now off. If the physician wished to turn it on, they could program sam on, and set it to use the rv vector. The field representative reported the patient would be seen in the clinic for evaluation at the end of april. The device and lead remain in service. No adverse patient effects were reported. Additional information was received. At the troubleshooting, the ra lead was programmed to unipolar pacing and bipolar sensing. No pacing impedance issues were observed, and pacing thresholds and p-wave measurements were good. Noise was only able to be reproduced with pocket manipulation; it was a lot of noise, so the sensitivity was adjusted and the patient will be monitored in the remote monitoring system until the next scheduled follow-up. No device data was available for technical services to review, but they discussed performing chest x-rays to evaluate the lead position, integrity of the lead body, and insertion of the terminal pin into the device header to determine if the lead was compromised. Technical services agreed with continued remote monitoring for the lead, as long as the noise was well managed with the programming changes. No adverse patient effects were reported.

Manufacturer narrative:
Further troubleshooting was planned. This report will be updated when additional information is received.

Event description:
It was reported that upon interrogation of this pacemaker, the signal artifact monitor (sam) was automatically enabled. Then a sam episode was stored and the minute ventilation sensor vector was switched. Technical services reviewed the available device data. The right atrial (ra) lead exhibited noise in some atrial tachycardia response (atr) episodes. Also, the pacing impedance on the ra lead was high, out-of-range at greater than 3,000 ohms. It was also noted that atrial lead diagnostics were missing between the end of november and the end of december. Technical services discussed that impedance and threshold measurements were not able to be taken due to noise being present at the time of the daily measurements. It was recommended to thoroughly evaluate the ra lead by trying to recreate the noise and out-of-range impedance measurements with patient movements and pocket manipulation. It was observed that in the current device data, the mv sensor was now off. If the physician wished to turn it on, they could program sam on, and set it to use the rv vector. The field representative reported the patient would be seen in the clinic for evaluation at the end of april. The device and lead remain in service. No adverse patient effects were reported.